Event description:
It was reported that on (B)(6) 2026, a 25mm-18mm amplatzer talisman pfo occluder was chosen for implant using a 8f amplatzer talisman delivery system. During the procedure, while the device was expanding inside the body, it was noted that occluder took form of bulbous deformation. The deformed occluder was retrieved outside the patient prior to release from the delivery cable inside the patient. Contacts occurred with intracardiac tissue during the occluder deployment. There were no bends or kinks been observed in the delivery sheath. The procedure was ompleted using a new 25mm-18mm amplatzer talisman pfo occluder using the same delivery system. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device deformity was reported. An image was received from the field of the device half deployed and showing a bulbous like deformation. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. There were no complaints associated with any other devices from the lot. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a.